Event description:
It was reported that the atrial lead exhibited low impedances. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092, implantable pacing lead, (B)(6) 2004. A 10 t510-27h, implantable tissue valve, (B)(6) 2000. (B)(4).